Event description:
The pt received his scs system, including a single extension, on (B)(6) 2010. It was reported that the pt had felt a burning sensation around the ipg pocket site after the implant. Impedances were measured as normal, and stimulation was effective. Over the next few months, the stimulation decreased although the impedance readings were still normal. On (B)(6) 2010, the pt complained that the stimulation had decreased more; impedance readings had not changed. On (B)(6) 2010, the pt lost stimulation, and impedance readings were invalid. The extension was explanted and replaced on (B)(6) 2010, and stimulation was effective as a result of the procedure. The explanted extension was returned to the manufacturer for evaluation on (B)(6) 2010. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Evaluation: method: - the device history and sterilization records were reviewed. Results: - review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and the product was reworked and released. The DHR anomaly is not related to the alleged device failure. The lead extension had multiple compression damage on the lead segment and a slight bend at the terminal end. One channel measured invalid, and the channel 8 measured opened. Testing did not reveal the location of the open channel, and no visual wire breaks were noted. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.